Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. [Mw5081557].

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient had the implantable neurostimulator (ins) inserted in (B)(6) 2018. The patient returned to the hospital with lower extremity paralysis. The patient returned to the operating room for removal of the ins and evaluation of epidural hematoma. No further complications were reported or anticipated. Indication for use is unknown.